Manufacturer narrative:
(B)(4) recurrent hernia occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? The mesh fixation technique: device and technique? (Single or double crown; spacing between implants). How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Did the patient receive any medical or surgical intervention? Please explain with dates and results. Are any photos available? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an open ventral hernia repair procedure on unknown date and the mesh was implanted. Following the procedure, the patient developed a recurrent ventral hernia. Additional information has been requested.